Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, h3. The device was returned to olympus for inspection and the reported failure of teflon came off the tool shaft was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported by the customer that during a therapeutic procedure, while the patient was under sedation, the teflon pad peeled off the tool shaft of the thunderbeat device. The patient was under sedation, and due to this issue, the procedure was delayed by 30 minutes. The intended procedure was completed successfully with an olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.